Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are:: product ID 977a275 (B)(4) implanted: (B)(6)2015 explanted:(B)(6)2017 product type lead product ID 977a275 (B)(4) implanted: (B)(6)2015 explanted:(B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient had the ins replaced because of an issue and not due to normal battery depletion. The patient stated that the leads were not placed in the right way and stimulation was not in the correct area. The patient stated stimulation never reaching the area. The patient stated a year later they fell in 2016 their ins would not turn back on and would not charge. The patient noted that the explanted system had 2 different leads and their new implant as of this report has a pad on their spine that is connected to the new battery and that is what provided stimulation. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Additional review indicated that (B)(4), as well as (B)(4), are no longer applicable to the event. Reported information regarding the lead placement issue is a separate event and is captured in regulatory report #3004209178-2017-23388. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp) on 2017-oct-31. It was reported that the cause of the implantable neurostimulator (ins) not charging and not turning back on was unknown. No further complications were reported or anticipated.

Event description:
A consumer implanted for spinal pain reported they fell in (B)(6) of 2016 and hadn't been able to recharge since. The consumer wanted to see their manufacturer¿s representative (rep) but was redirected to their healthcare provider (hcp). No patient symptoms were reported and no further complications were reported/anticipated.